Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in the hospital for pancreatitis. The customer's blood glucose reading was 200 mg/dl at the time of incident. The customer indicated that the hospitalization was not diabetes related and declined to troubleshoot.